Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth on left eye (os) at an 8 day post-operative exam. A brief description from the surgery center indicated a (B)(6) male developed ingrowth after a flap lift enhancement. The day of treatment was on (B)(6) 2016 and the date of discovery was on (B)(6) 2016. At the 8 day post op exam, the patient's operative eye was irrigated and returned for monitoring scheduled for (B)(6) 2016. The patient's chief complaint was dry eye. A flap and rinse was performed to remove the ingrowth. Patient will be monitored until ingrowth is resolved. Pre-op: bcva from (B)(6) 2015: right eye (od) pre-op 20/20 -3.75 x -3.00 x 175, left eye (os) pre-op 20/20 -3.50 x -3.75 x 5. Post-op bcva from (B)(6) 2016: left eye (os) 20/20 -.50 x -.25 x 90.